Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the insulin pump battery was warm to the touch and there was corrosion in the battery compartment after being exposed to water. There was no reported damage to the pump casing. There was no reported patient impact associated with this complaint. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/20/2013, device evaluation: review of the black box data revealed a drastic voltage drop on (B)(4) 2013 from 150 volts to 131 volts and multiple ¿replace battery¿ alarms. Investigation revealed all current draws with within specifications. A leak test was performed and revealed a leak at a crack between the display lens and the pump seal. On testing, the pump powered on and emitted a ¿low battery¿ alarm on start up. A rewind, load and prime sequence was attempted and the pump did not recognize the cartridge during the first load attempt. The pump was opened for investigation and revealed moisture corrosion inside the pump on the power circuit and the force sensor assembly. The ¿temperature¿ complaint was not able to be adequately investigated.